Event description:
It was reported that during a da vinci-assisted inguinal hernia -bilateral surgical procedure, the image of the endoscope was inverted. An intuitive surgical, inc. (Isi) technical support engineer (tse) looked in logs and provided the clinical sales representative (csr) with the serial numbers of the endoscopes used that day. The procedure was completed with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: the customer confirmed that the procedure was completed robotically and there were no delays. The issue was resolved by undocking the endoscope and then redocking the same endoscope. The issue was resolved, and the procedure was completed with the same endoscope. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the image of the endoscope was inverted, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the image of the endoscope was inverted, an investigation was completed to determine the cause of this reported event. The 30 degree endoscope was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. Failure analysis confirmed damage/friction issues, the desiccant container had damage and loose desiccant balls, mechanical button was damaged, the scope had scope bearing friction issues, and the cable had damage. The complaint was confirmed based on failure analysis. The endoscope was placed through friction testing using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.